Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii. The patient reported that his device was inoperative currently and hadn't worked in a long time. The patient reported that he was trying to decide whether or not to have the system removed. The patient reported that he tested high for titanium. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.